Event description:
On (B)(6) 2012, the patient claimed she lost her cartridge cap from her insulin pump and did not have a replacement cap. The patient reportedly did not have a backup plan and went to the hospital when her blood glucose elevated to 300-400 mg/dl on (B)(6) 2012. The patient was taken off of the insulin pump therapy at the ER where she stayed until midnight and was sent home after receiving lantus insulin dose. According to the hcp, she was going into dka but not in dka. On (B)(6) 2012 at 7-8 am, the patient's husband found her drenched in sweat and was unresponsive. Unable to give the patient oral glucose, the ambulance transported the patient to the ER again where she received IV glucose. She was release from the ER at 3 pm on the same day. She was able to obtain another cap that day and returned to insulin pump therapy. During troubleshooting, there was no evidence of product misuse. This complaint is being reported because, the patient received medical intervention on two occasions after she reportedly lost the cartridge cap for the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.